Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the firing rod was damaged and retracted beyond home position. Functional testing found that the strain gauge was unresp onsive. The adapter had 36 of 50 procedures remaining. An adapter yellow swim lane was displayed on the handle. It was reported that it was difficult to retract the knife blade and the instrument locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of calibration turn errors. Functional testing found that after the adapter was connected to the gen2 adapter black box, calibration turns errors were recorded on the adapter. The most likely cause could not be established from the information available. Another unreported condition was identified: articulation mechanism and firing rod not in home position. Visual examination noted that the firing rod was damaged and retracted beyond home position. Analysis of the handle logs revealed the articulation mechanism was out of home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot# unknown), sigphandle, sig power sigphandle handle (serial# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open whipple procedure using the reload with a powered stapler and short adapter, there were issues after firing. Specifically, it was difficult to retract the knife blade, and the faulty reload had to be cut free as the knife would not retract. The device was replaced with a new reload. There were no consequences or impact to the patient, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Additional information: b3, g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open whipple procedure reload used with ventriculus using the reload with a powered stapler and short adapter, there were issues after firing. Specifically, it was difficult to retract the knife blade, and the faulty reload had to be cut free as the knife would not retract. The device was replaced with a new reload. There were no consequences or impact to the patient, and the patient outcome was reported as alive with no injury.